Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found optic split and haptic broken and fiber on the lens. Unable to perform dimensional inspection due to damaged state of lens returned. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim#: (B)(4).

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. The lens was explanted. Problem was resolved. Cause of event is reported as unknown.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - one additional complaint event(s) within associated lots were found. Claim# (B)(4).